Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an unspecified missing needle issue. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.